Event description:
The customer reported being unable to scan the adc freestyle libre sensor using librelink ios. Consequently, the customer experienced symptoms of seizure and lost consciousness on (B)(6)2020 and was treated by her husband with orange juice and a glucagon injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Investigation findings code 4247 (appropriate term/code not available) was used, as the root cause of the issue was attributed to the change in the apple nfc interface used by freestyle librelink, and not due to any defect with the freesyle librelink application itself. Adc product quality engineering (pqe) investigated this complaint in which the user reported issues with sensor scan performance after updating the freestyle librelink (fsll) ios application to version 2.5.1, which released on (B)(6)2020. Users reported an increase in scan errors or found that the mobile device did not respond to the sensor during a scan. Users also reported that the check glucose button was frozen or became unresponsive. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Adc research & development performed an investigation of near field communication (nfc) issues related to the ios 2.5.1 application and found that nfc scanning using the apple open corenfc interface (used in version 2.5.1) took twice as long on average, compared to a proprietary apple nfc interface used in previous versions of fsll. As a result, nfc scan functionality in fsll showed reduced performance. Pqe also attempted to replicate scan issues related to no response from the sensor or delayed scanning using iphone 8 and iphone 12 running ios 14.1 and 14.2 and fsll 2.5.1 but did not observe any issues or scan failures on either device for either operating system version. As the root cause of the issue was attributed to the change in the apple nfc interface, and not due to any defect with the fsll application itself, this complaint is not confirmed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Section d3 (email) and section g1 have also been updated to reflect current contact information.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to scan the adc freestyle libre sensor using librelibnk ios. Consequently, the customer experienced symptoms of seizure and lost consciousness on (B)(6) 2020 and was treated by her husband with orange juice and a glucagon injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) have been updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported being unable to scan the adc freestyle libre sensor using librelink ios. Consequently, the customer experienced symptoms of seizure and lost consciousness on (B)(6) 2020 and was treated by her husband with orange juice and a glucagon injection for hypoglycemia. There was no report of death or permanent injury associated with this event.